Event description:
The operating room bed malfunctioned during the surgical procedure. The site where the power cord connects to the bed started to have a burning smell. Staff unplugged the cord and the cord was noted to have melted. The patient was still on the operating room table, so staff changed the cord and placed the bed in the desired position and left the bed unplugged during the case. At the end of the case, staff plugged the table back in so they could position the table. An electrical spark occurred where the ac power cord entered the table base and the room's line isolation monitor (lim) alarm activated. Table was unplugged the table and lim alarm and the alarm turned off. Staff sequestered the table along with line cord to report and initiate repair. Further inspection noted melted ac line cord at the instrument plug in section as well as the ac input module on the or table base. Service representative attempted repair of bed and addition lim alerts occurred when retested. Fse suggested that fluid intrusion into the table base may have been root cause. Biomedical awaiting final report. Manufacturer response for surgery table, amsco (per site reporter). Manufacturer service representative on site and evaluating failure and repair.